Event description:
The customer reported that during the great saphenous vein (gsv) procedure, the physician found that the catheter was cut off. The procedure was stopped for a while but was completed without using new products. The infusion wire detached within the patient and was removed from the patient along with the catheter. There was no intervention necessary and no patient injury or harm.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The customer returned a single assembled device. The device was found in position two (the ready to use or engaged position). A visual examination revealed that the wire had fractured about 2 cm from the strain relief while in position two and is protruding from the catheter wall about 1 cm. The remaining, proximal portion, of the wire was not returned with the device. The catheter was examined and no tear was found other, only a puncture site. The broken tip of the wire was examined under magnification, revealing a clean break with no signs of having been bent. The damage to the wire appears to have occurred prior to having been advanced to position two as this would retract the catheter along the wire allowing the wire to puncture the catheter. The cause of this complaint could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.